Event description:
It was reported that during the implant attempt procedure, there was high resistance to the cougar guidewire. It was also reported that the guidewire did not move easily inside the lead and also became increasingly difficult within a short period of time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.